Event description:
It was reported that non sustained ventricular oversensing due to atrial pacing crosstalk was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.